Event description:
The worley renal sheath would not peel away once it was cut by the slitter. The physician had to use scissors to cut the sheath. The slitter is part of the sheath system. It resulted in a moderate bleed at the sight.======================health professional's impression======================not applicable.